Event description:
It was reported when using the bd pyxis medstation es system had drawer failure, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the auxiliary drawer failed and medication blocking the optical sensor due to pharmacist overfilled the drawers. A field service engineer removed the overfilled medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.